Event description:
The facility reported a fail code 810.04. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.